Event description:
Pt had left total knee replacement and the x-ray done post operatively revealed foreign body in the surgical area. Pt returned to surgery the following day for removal of foreign body. Foreign body removed and identified by the surgeon as a screw from a rongeur from the total knee retractor tray. All four of the total knee retractor trays located in the operating room were opened and inspected. It found that one rongeur was missing a screw. The foreign body (screw) appeared to be the same type of screw found in the other rongeurs from the total knee retractor tray.

Manufacturer narrative:
The importer spoke with the initial reporter on (B)(6) 2013, regarding the issue. In additional to the described event, the initial reporter also relayed to the importer's contact that it appeared as if the screw had worked its way out of the device. The screw that had come out of the device had been examined at the user facility and found not to be stripped. To assist in determining the cause of the event, the importer requested that the device is returned so that it could be forwarded to the manufacturer for inspection, and also, that pictures be taken. The initial reporter submitted pictures of the device to the importer, but, however explained that the device was only available for on-site inspection. It was relayed to the initial reporter that a determination could not be made regarding the device's issue without submitting it for an examination. According to the initial reporter, the hospital's policy would not allow the device to be dispatched for examination. Prior to the conversation on (B)(6) 2013, the importer searched the FDA's maude and (B)(4) databases to determine if the same issue described, had been previously reported to the FDA regarding the device. The issue described, is the first and only occurrence of its kind (isolated issue). This info was relayed to the initial reporter on the above date. The initial reporter expressed elation concerning its isolated status.